Manufacturer narrative:
(B)(4): the pump was returned for investigation with visible moisture in the display lens. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and had normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast button. A leak test was performed and revealed a leak at the case seal. The pump was removed for investigation and revealed moisture present inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, stating that after swimming the pump signaled a call service alarm. It was reported that the patient took the battery out and replaced it and while doing so, allegedly, noticed a hairline crack in the display screen. The patient claimed to have seen moisture behind the screen, the history and time kept resetting, and alleged all of the keypad buttons were unresponsive. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.